Event description:
It was reported that a false vibratory alert was noted. The alert was programmed off. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.